Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had trouble getting the rescue dock back in, the batteries are not ejecting. There was no patient involvement reported.

Manufacturer narrative:
Updated field: b1, b4, d8, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation, investigation findings), h11.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10. A getinge field service engineer (fse) evaluated the unit and cleaned the batteries and battery compartment to free up the battery so it will spring out. The screw that was causing the rescue not to go into cart smoothy was already removed. No parts were changed or replaced. All functional and safety checks completed to meet factory specifications.

Event description:
N/a.